Manufacturer narrative:
The lens was returned anterior surface up the lens case. A small amount of solution was dried on the lens and remaining haptic. One haptic was broken-gusset area (not returned). A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The reported haptic damage was observed. The product investigation could not identify a root cause for the broken haptic. The observed haptic damage was similar in appearance to handling related. The presence of the solution on the returned sample is evidence that the product was subjected to handling. Due to the presence of surgical solution, we are unable to verify that the damage was present when opened. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during the intraocular lens (iol) implant procedure lens found to be faulty. Only one handle/arm on lens. The procedure was completed on the same day. Additional information has been requested.